Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 4257586. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the packaging appears to be torn. According to the lot history analysis, the adhesive transfer test (to verify week/strong sealing), the leakage test, and the picot test (which consists of verifying whether the cut is correct and the number of picots are consistent across the cavities) were all found to be within specifications. Based on the information provided, the packaging tore during use of the product. An exact cause for this incident could not be determined. As stated in the instructions for use: ¿inspect the unit packaging before opening to confirm its integrity. Caution: do not use if the packaging is damaged or opened, or if the expiration date has passed.¿ at this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.1. Characters limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath package open seal / sterility concern the following information was provided by the initial reporter: the hospital reported that when the second cannula was used, the packaging of the third cannula was also torn off. The hospital felt that the problem was caused by the packaging not being tightly sealed and the plastic not being cut. There were two cannulas, and the samples could not be returned. Photos can be provided. A green claim is required, and a complaint response letter and receipt letter are required.